Event description:
According to the physician, post procedure in (B)(6) 2011, the patient was still complaining of "dypsuria", frequency and nocturia. The patient had a bladder infection. The patient was last seen in (B)(6) 2011. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.